Event description:
Zilver stent was placed across right iliac artery lesion successfully. A 5fr. Tegt catheter, over a .035 wire was advanced through the stent to measure pressures post stent placement. One of the gold marker tips was caught on the tegt system and it bent the stent over inside of itself, leaving two of the markers intra-lumen.